Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: mar 14, 2021. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection using magnification was performed to the returned sample. The plunger and pushrod was not in advanced position. Residues of lubricating material was not observed on device. No damaged was observed to the cartridge and to the device. The lens was also observed seated in lens storage area of the lower body. No damaged was observed. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that has not been used. Based on the information provided, there is no specific failure against the lens reported. Therefore, it is not known that it will be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted hence not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded product had lens damaged. No other information was provided.